Event description:
Customer alleges, chair goes into tilt on its own. No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this event. Model m51-cg serial number/date (B)(4) is approximately 10 months of age. The user manual was issued with this device. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleges that the chair goes into the tilt position on its own.